Manufacturer narrative:
H3: one cadd solis vip pump was received with no physical damage. The event history log was reviewed and there was evidence of a downstream alarm. A downstream sensor functional test and infusion test were conducted. The downstream occlusion error message was not duplicated during the infusion test. The downstream sensor was in specification. A small bubble was found visible on the downstream sensor seal. The cause of the issue was unknown and the downstream sensor was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump indicated that the pump had a constant downstream occlusion alarm. This was discovered during testing. There was no patient present at the time of the event. There were no reported adverse events.